Event description:
While inserting PICC line the rn met with resistance. She was able to pull back and manipulate the PICC line, but at a certain point could not move it either way. Interventional radiology was consulted and a x-ray was taken which showed the line knotted in the vessel. It was surgically removed the following day. Per response to hospital from the manufacture, this is not a known complication.